Event description:
It was reported that during a lap sigma procedure, the teflon pad of the device was loose. A new device was used to complete the case. Patient consequence unknown. No further information is available.